Event description:
It was reported that a cartridge alarm occurred during insulin delivery.it was reported that the bg specific value displayed high but was unknown. A correction bolus via pump was administered to address the bg level.customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reverted to an alternate method of insulin therapy.